Event description:
The customer reported that the unit failed extended self test during routine inspection. Respironics service tech inspected the unit and found that the check valve was leaking. The check valve was found separated at the hinge. The check valve was replaced with a new design check valve.